Manufacturer narrative:
The event of an error message ¿cannot connect to the generator, the generator is not responding¿ displaying was reported to abbott. The patient's ipg was no longer communicating with external devices after the patient's recent kidney removal surgery. The ipg was explanted and replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg was no longer communicating with external devices after the patient's recent kidney removal surgery. Surgical intervention may take place at a later date to address the issue.